Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a burn-like rash under the front therapy electrode. The patient's doctor advised the patient to apply cortisone to the irritation. During a follow-up the patient reported that the irritation remained and the doctor's recommendations had not helped.